Manufacturer narrative:
Additional information: d9, h3, h6 as received, only the connector portion of the lead was returned in one piece. Visual and x-ray examination were performed, and no anomalies were noted . Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were found. The reported events of noise and insulation damage were not confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there was a pause episode noted due to noise on the right ventricular (rv) lead resulting in oversensing and pacing inhibition. Insulation damage was suspected. The lead was explanted and replaced to resolve the event, and the patient was stable following the procedure.